Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in the safety mechanism was difficult to disengage. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle did not come out after puncturing the patient.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 20g x 1.25in. Nexiva unit from lot number 2353870. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit found that the tip shield safety mechanism was connected to the catheter adapter. The hole on the tip shield where the needle threads through was damaged. The shape of the damage, a tear drop like shape, may cause deformation of the material leading to material being present in the path of the v-clip. If the v-clip does not fully extend it may prevent the tip shield from releasing from the catheter adapter. Based on the location of the damage the defect most likely originated during the manufacturing process due to misalignment while inserting the cannula into the grip and tip shield. Operators perform in process sampling and testing for retraction to mitigate the risk from this type of defect. Preventative maintenance (pm) is also performed periodically to ensure proper functioning of the equipment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. H3 other text : see manufacturer narrative below.

Event description:
No additional information.